Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, district nurse visiting patient to re dress PICC. Noted hissing/bubbling on flushing and blood leakage. Patient assessment. External fracture noted on flushing. PICC removed. No harm to patient. Secured with secureacath. Exit site marking 2 cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the nose of the molded joint and the 0 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Additionally, compression style damage was observed between the 0 cm and 2 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique near the area where the compression damage was observed. Therefore, it is likely that the compression damage was caused by the securacath device. The proximity of the compression damage to the split also potentially indicates that the securacath contributed to the development of the fracture in the catheter tubing. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, district nurse visiting patient to re dress PICC. Noted hissing/bubbling on flushing and blood leakage. Patient assessment. External fracture noted on flushing. PICC removed. No harm to patient. Secured with secureacath. Exit site marking 2 cm. No other information was provided.